Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, dysfunction, loss of range of motion, popping sounds, damage to bone and tissue, lack of mobility, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, dysfunction, loss of range of motion, popping sounds, damage to bone and tissue, lack of mobility, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's revision operative report from (B)(6) 2012 noted the presence of a cloudy fluid and a thick black synovium. The acetabular cup and stem were noted to be well fixed. The modular head and taper adapter were removed and replaced with an active articulation polyethylene liner and ceramic head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.